Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image at times and sometimes stripes, black/white. It is asked but unknown where the event take place. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken r-unit (charged coupled device); damaged fibre bonding in the outer tube area (distal end); the dielectric strength was inadequate; and cut on the protector of the video cable section. A root cause could not be identified. Based on the results of the investigation, it is likely there were stripes in the image due to the broken r-unit (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.